Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the brightness of the examination light of the subject device had become low during an ercp procedure. Olympus medical systems (B)(4) checked the subject device and found that dust accumulated on the filter, consequently the filter became opaque. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However, based on the information from olympus medical systems india (omsi), there was the possibility that the reported phenomenon might be attributed to the dust accumulated on the filter.